Event description:
Reportedly, the device was explanted after a duration of approximately 2 years ((B)(6) months) due to "severe thrombosis of the leaflets".

Manufacturer narrative:
Manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B)(4) = thrombosis like deposits. Heavy thrombosis like deposits were detected at the cusp area of all three leaflets at the inflow aspect. Some deposits were also noted at the outflow aspect. The growth led to stenosis. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 5mm. Host tissue was moderate to heavy at the stent inflow. The x-ray demonstrated wireform distortion along leaflet 1, most likely due to explant. Method: x-ray. Serial number reported was not valid. Conclusion: the evaluation identified thrombosis like tissue and host tissue overgrowth as the contributing factors toward stenosis and failure of this device. No patient history or medication history was provided by the surgeon. Prosthetic heart valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. There can be several factors that can cause a development of thrombosis, including but not limited to: inadequate anticoagulant therapy after valve implant, atrial fibrillation, drugs (eg, contraceptives), cancerous tumors, systemic diseases (eg, systemic lupus erythematosus , inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among the patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the root cause cannot be determined at this time. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.